Event description:
It was reported that during a da vinci si nephrectomy procedure, the surgical staff indicated that the black plastic on the distal end of the monopolar curved scissors (mcs) instrument broke and fragment fell inside the patient. The fragment was retrieved and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The tip cover has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. The mcs instrument involved with this complaint was returned to isi and evaluated. Engineering evaluation found the tube extension of the instrument broken at the distal end with material removed. No cracks were found on the instrument's main tube on the distal end. Engineering concluded that the damage was likely due to mishandling. On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the site and obtained additional information regarding the reported event. According to the operating room technician (or tech), the mcs instrument and mcs tip cover accessory were inspected prior to the surgical procedure and no issues were observed. The surgical staff reportedly applied a small amount of electro lube to the tip of the mcs instrument prior to installation of the mcs tip cover accessory with the installation tool. For correct application of electro lube, the instructions for use (IFU) of the mcs instrument indicates to: ensure that the tip cover accessory has been properly installed on the monopolar curved scissors instrument; dispense a drop of electro lube onto the foam pad provided with the electro lube solution; and using the foam pad, apply a thin layer only onto the scissor blades of the instrument. About 10 minutes into the surgical procedure, the operating room tech indicated that the surgical staff noticed that the mcs tip cover had slipped a little downward and distally on the mcs instrument. At that point, the surgical staff removed the mcs instrument and reinstalled the mcs tip cover accessory. The mcs instrument was then reinstalled on the patient side cart (psc). An unspecified time later during the surgical procedure, the or tech indicated that the mcs tip cover accessory slipped off of the mcs instrument. She believed that the tip cover accessory got caught on the end of the cannula which she recalled to be inserted deeper than usual. The mcs tip cover accessory was retrieved via a laparoscopic assist port and the mcs instrument was removed. Upon inspection of the mcs instrument, the surgical staff noticed that the distal end of the instrument was broken. She denied that any fragments from the mcs instrument fell into the patient. According to the operating room tech, the tip cover accessory did not have any signs of damage. The surgical staff replaced the mcs instrument and tip cover accessory. The surgical procedure was completed. The patient did not experience any intra-operative or post-operative complications. The mcs tip cover accessory was discarded. The or tech denied that an x-ray or other surgical procedures were performed because of the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci surgical procedure, the mcs tip cover accessory installed on an mcs instrument fell into a patient but was retrieved. However, there is no evidence that the patient sustained a serious injury because of the reported issue.